Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch report #(B)(4).

Event description:
Procedure performed: "laparoscopic left salpingo-oophorectomy". Event description: from medwatch report #(B)(4): "when trying to remove the specimen at the end of the procedure, the kii shielded bladed 11x 100mm trocar began to fall apart while inside the patient. Additionally, while the specimen was being removed via a [specimen retrieval bag], it fell apart inside patient. Both broken items were successfully replaced during the procedure with no additional issues and no retained items. The patient was discharged home per surgical plan." "Device failed (e.g. Broke, couldn't get it to work or stopped working)". Additional information received via email on 03feb2021 from user facility: per staff report "the white top fell off the green rigid z-threaded sleeve of the obturator while inserting the [specimen retrieval bag]. Gas began leaking, had to reattach the pieces of the obturator". This product was discarded. Staff have been reminded to save broken devices for manufacturer failure analysis. Intervention: "both broken items were successfully replaced during the procedure with no additional issues and no retained items." Patient status: "the patient was discharged home per surgical plan."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is possible that the seal had dislodged from the cannula, which resulted in gas leakage. Based on previous similar events, the seal dislodgement can occur if the wing tabs of the cannula are undersized. However, this could not be confirmed as the event unit was not returned. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch #(B)(4).

Event description:
Procedure performed: "laparoscopic left salpingo-oophorectomy". Event description: from medwatch report # (B)(4). "When trying to remove the specimen at the end of the procedure, the kii shielded bladed 11x 100mm trocar began to fall apart while inside the patient. Additionally, while the specimen was being removed via a [specimen retrieval bag], it fell apart inside patient. Both broken items were successfully replaced during the procedure with no additional issues and no retained items. The patient was discharged home per surgical plan." "Device failed (e.g. Broke, couldn't get it to work or stopped working)". Additional information received via email on 03feb2021 from user facility: per staff report "the white top fell off the green rigid z-threaded sleeve of the obturator while inserting the [specimen retrieval bag]. Gas began leaking, had to reattach the pieces of the obturator". [] this product was discarded. Staff have been reminded to save broken devices for manufacturer failure analysis. Intervention: "both broken items were successfully replaced during the procedure with no additional issues and no retained items." Patient status: "the patient was discharged home per surgical plan."